Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right deep brain stimulation (dbs) system malfunctioned last (B)(6) 2019, so it had to be replaced at an earlier time. No further information provided.

Manufacturer narrative:
Product ID 748351, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the explant/the malfunction previously reported was fractured connector wires.